Manufacturer narrative:
Device remains implanted.

Event description:
The patient underwent uneventful stenting of the petrous segment located in the left internal carotid artery. It was reported that four days post procedure, the patient developed transient ischemic attack (tia). No treatment was required and the event resolved without any residual effects. The patient was discharged approximately three days later assessed having an mrs of 1. Relationship of the device performance to the tia was reported as unknown. The patient's current condition was reported as "pretty good".

Manufacturer narrative:
Based on the additional information received from the facility, it is confirmed that the index procedure was completed successfully. In physician¿s opinion all of the devices performed as intended and there was no allegation against any of the devices. In physician¿s opinion, the outcome of the reported transient ischemic attack (tia) was due to patient¿ not adhering to the prescribed medication regimen for anti-platelet therapy. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The patient underwent uneventful stenting of the petrous segment located in the left internal carotid artery. It was reported that four days post procedure, the patient developed transient ischemic attack (tia). No treatment was required and the event resolved without any residual effects. The patient was discharged approximately three days later assessed having an mrs of 1. Relationship of the device performance to the tia was reported as unknown. The patient's current condition was reported as "pretty good".